Manufacturer narrative:
Date of event: exact date unknown, event occurred in 2018. Implant date: 2018. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 17674227.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite several reprogramming's done. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.